Event description:
The customer alleged the bed is leaning to one side and the pt fell out of the unit. The consumer alleged the pt was taken to the hospital and is in the emergency room due to the fall.

Manufacturer narrative:
The tech performed the investigation and the pt states as he was transferring himself to the commode, he had one leg on the bed and one on the floor. The bed dropped at an angle and he grabbed the commode to steady himself but fell backwards hitting his head on a speaker. A witness was downstairs and heard the noise, ran upstairs and found the pt unconscious. The witness called an ambulance and the pt was given an x-ray and cat scan . The pt was prescribed medication, no other info available. The tech inspected the bed and noticed the bed was leaning down at an angle and found at the right head and right foot the bolt had slid out of the lift arm. The tech went to replace the bolts and noticed none of the outside washers were installed on the lift arms. The tech installed the washers on each bolt and tightened to resolve the issue. This bed is owned by the pt and the hill-rom tech did not known the cause of the missing washers. These washers and the associated hardware must be installed during the assembly of the bed as outlined in section 4.2 of the user manual.